Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-3138-25 serial#: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that several contacts on the infinion lead were showing high impedances. The patient underwent a revision procedure wherein the leads, splitter, and extension was replaced. Device malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the correct serial number for the device sc-3138-25 was (B)(4).

Event description:
A report was received that several contacts on the infinion lead were showing high impedances. The patient underwent a revision procedure wherein the leads, splitter, and extension was replaced. Device malfunction was suspected. The patient was doing well post-operatively.